Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The anchor and the suture are missing, one prong is bent out and the other is broke off. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the breakage of the healicoil anchor inserter tip which remains in the patient. Although requested, no x-ray images were provided for review. Based on the limited information provided, the root cause for the reported breakage could not be determined. We are unable to rule out a user vs procedural event as a contributing factor. The device IFU does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. The material for the inserter device is 17-4 ph stainless steel is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined. No further medical assessment can be rendered at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr procedure, when the healicoil anchor was inserted into the bone hole, the metal at the tip of the inserter broke. The metal piece remained in the patient. The procedure was completed with a delay of 15 minutes using the same device. A patient injury was reported.